Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was 11.2 mmol/l. The customer stated that the needle was stuck in the sensor itself. The customer stated that another sensor was stuck in the body. The customer can see part of the sensor. The customer will be sent a replacement sensor.